Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.

Manufacturer narrative:
We checked the returned unit and confirmed that the ccd driver pcb malfunction. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd driver pcb. In addition, we confirmed that the mecha base plate broken, the eog valve broken, the insertion flexible tube (ift) perforated, the lcb distal cover glass cracked, the insertion flexible tube (ift) leak, the distal body worn out, the ccd module pixels, the operation channel faulty connection, the bending rubber faulty connection, the insertion flexible tube (ift) faulty connection, and the light guide cable power supply issues (wire connection); however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.